Manufacturer narrative:
Product is not available for evaluation. If further information is acquired that adds value to the content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Twist drill was fractured. The surgeon left the twist drill in patient's mandible.